Manufacturer narrative:
Explant date: (B)(6) 2017. Concomitant medical products: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.